Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the customer experienced a low blood glucose reading of 24mg/dl, so he called the paramedics. No further details regarding the low blood glucose incident reported. The insulin pump will be returned for analysis.